Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Model number: unknown, information not provided. Serial number: unknown, information not provided. Expiration dates: unknown, as the serial numbers were not provided. Catalog number: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided if explanted; give dates: unknown, not provided device manufacture dates: unknown, as serial numbers were not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Management of tube-related hypotony using ab interno placement of multifilament nylon suture to reduce flow. Jayant venkatramani iyer, mbbs, mmed(ophth),ian pitha, md, phd,henry d. Jampel, md, mhs3, michael v. Boland, md, phd. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: management of tube-related hypotony using ab interno placement of multifilament nylon suture to reduce flow. This case series described the outcomes of 4 patients with implanted glaucoma drainage devices wherein management of tube-related hypotony was done using a technique of ab interno placement of a multifilament nylon suture. One (1) patient was reported to have a baerveldt 350 implant, and experienced low intraocular pressure (iop) (1-7 mmhg) with a persistent flat anterior chamber, despite management with intracameral viscoelastic. As further intervention, the patient underwent tube occlusion and anterior chamber reformation. The patient was also started on aqueous suppressants.